Event description:
It was reported that the patient underwent an unspecified procedure using rhbmp-2/acs. Post-op, the patient developed "an extreme inflammatory reaction. I had loosened screws and cracked screws. The fusion did not work. I still have loose screw that needs to be watched. I had a revision surgery that was aborted due to my spine and esophagus being completely stuck together. I must have a loose screw watched by x-ray to be sure it is not moving."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.